Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Today, during a mako total hip replacement, dr. (B)(6) was impacting the cup with the robotic arm and the in-line offset impaction handle. While doing so, the impaction handle cracked and broke in half. At this point, the cup was all the way down and in the correct and optimal position. > there was no delay in the case, nor was there any harm to the patient. Medical intervention was not needed. > the broken platform will not be returned due to hospital policy, however I have included pictures of the platform.

Manufacturer narrative:
Reported event: the event reported that a shell impaction platform fraction during use. No harm occurred. Device evaluation and results: visual inspection from the attached figures confirms the broken / fractured device. Device history review: review of device history records indicate that 29 devices were accepted into final stock per qt15-11-0040 on (B)(6) 2015. The non-conformance of incomplete supplier documentation was unrelated to the failure in this investigation. Complaint history review: review of complaints within the trackwise database for p/n 206270, l/n 45011115 show no other complaints related to the failure in this investigation. Conclusion: the failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Today, during a mako total hip replacement, dr. Mulder was impacting the cup with the robotic arm and the in-line offset impaction handle. While doing so, the impaction handle cracked and broke in half. At this point, the cup was all the way down and in the correct and optimal position. > there was no delay in the case, nor was there any harm to the patient. Medical intervention was not needed. > the broken platform will not be returned due to hospital policy, however I have included pictures of the platform.